Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon transection od the artery on a robotic laparoscopic lung lobectomy, the stapler fired, but the staples at the distal was not formed properly and there was a continued bleeding on the staple line. Another 30mm was installed on the handle, pressed the green button to fire, but the reload did not respond. The handle was replaced, but could not be fired successfully. It was stated that there was blood loss of 500cc or more and required a blood transfusion. It was also stated that the incision was extended for more than 1 inch due to the device problem. The robotic surgery was converted to a traditional open surgery by using another 30mm reload and a new handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.